Event description:
As reported by the user facility: it was reported that there was a tiny hole near the cartridge area of the pump that caused a leak. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned by the facility for evaluation. The sample returned was functional leak tested by attaching to the airline at 10 psi and was submerged under water for 10 sec per specifications and it was noted there was no leak observed on the sample. Based on the evaluation results, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.